Event description:
Piggyback tubing kept unwinding from primary tubing - medication leaked on floor. Nurse tried numerous packages of primary and piggyback tubing and they all kept unwinding. Got a different lot number primary tubing and new piggyback tubing which then stayed connected. No harm to pt.